Event description:
This patient received a cypher stent in the proximal left circumflex (lcx). Four months later, the patient experienced a restenosis of this stent and re-pci was performed. This patient was admitted to the hospital with a chief complaint of ischemia as evidenced on recent stress test. The patient was currently taking aspirin and beta-blockers. The patient was taken electively to the cardiac cath lab, where angiography revealed a 75%, de novo, 20 mm, ostial lesion in the proximal lcx.